Event description:
It was reported that during the installation of the prodigy advance system a pt tripped and fell on the portion of the system that was in the hall. The pt was taken to the ER where she received six stitches on her hand.

Manufacturer narrative:
A review of the installation instructions was completed, and the instructions were found to be adequate.